Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, a tenaculum was used on the cervix and secured with the tenaculum stabilizer. About 6 raytec gauze pads were also placed to tighten the cervical seal. During ablation, the machine displayed three fluid loss alarms and the system went to automatic shutdown. The patient sustained a mild first-degree burn involving the external cervix and was treated with a burn cream (brand not specified). Additionally, it was reported that the physician performed a resection of a large polyp prior to the hta. The hta was not completed due to this event and the patient¿s condition at the conclusion of the procedure was reported to be ¿fine.¿ an additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.